Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 500 mg/dl. The mother stated that prior to the hospitalization, the customer fell off her bike. When she removed the infusion set the next day, the cannula had some blood on it. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Nothing further was reported.